Event description:
The user reported, the bottom left slide of the tube clamp assembly failed to function as expected. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.